Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection under magnification found moderate wear on the electrodes and on the screen with signs of activation and contamination on the screen. There was visible discoloration at distal end. The insulation around the shaft was in good condition and not compromised. There are no manufacturing abnormalities visually observed with this returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was bypassed in which the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was clogged by parts of dried tissue on the screen and could be thoroughly cleaned by a back flush. No electrical shorts were observed during the testing process. The complaint was not verified and the root cause could not be determined since the device did not exhibit signs of an electrical short during the testing process. Factors which can lead to the device not working includes: the clogged suction line may have reduced the performance of the device giving the impression that the wand shorted or the wand may have come into contact with a conductive surface which will cause the controller to alarm with a ¿wand short¿ error and shut off. There were no indications during manufacturing record review which would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder procedure the wand shorted out and stopped working. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.